Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system alarm. The customer blood glucose level was 188 mg/dl. It was also reported that insulin was "squirting out" during the manual prime process and they are unable to exit the preparing to prime loop. It was also reported that the drive support cap was normal. The customer reported that rewind message occurred after an alarm and customer stated that they are stuck in rewind complete or bolus delivery loop. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to a33 alarm.